Event description:
Related manufacturer reference number: 3006705815-2021-05952. It was reported that the patient was not getting adequate therapy since implant. Diagnostics revealed that one lead had high impedances on all contacts. As a result, surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the system was explanted on (B)(6) 2022.